Event description:
It was reported that the trained physician attempted arteriotomy closure using a proglide device after an interventional procedure. When the needles were deployed, the suture did not transfer from the foot. It was reported that one-half of the foot appeared to be missing. Hemostasis was achieved with manual compression. No additional information available.